Event description:
Caller reported that the pump battery would not charge despite using a tandem charging cable and attempting multiple charging methods, including a different wall adapter and charging cable. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Cts resolved the issue by deciding to replace the pump, and the customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The caller was instructed to put the malfunctioning pump into storage mode and return it using a prepaid label within 10 days.